Manufacturer narrative:
Siemens filed the initial MDR on 25-aug-2021. Additional information (25-aug-2021): siemens received communication that the date code on the valve that was reported as defective is included in the set of valves identified as those that may develop a malfunction due to a manufacturing defect. This manufacturing defect may result in the valve wearing and leaking over time. Siemens healthcare diagnostics investigated complaints regarding "a manufacturing defect in some valves may cause them to leak" on the atellica ch 930 and/or the atellica im 1300 and 1600 analyzers. Siemens determined that discrepant results may be generated if the issue occurs. An urgent medical device correction (umdc) asi21-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asi21-02.a.ous was sent to outside the us (ous) customers in may of 2021. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure correct operation of the systems until siemens service personnel schedule replacement of the parts. To date, there are no allegations of injury due to this behavior.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site to fix the leaking wash probe issue. Siemens is investigating the issue.

Event description:
The customer reported that the wash probe on their atellica ch 930 analyzer was leaking. Due to the leaking wash probe, discordant patient results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00211 on 25-aug-2021. Siemens filed the first supplemental MDR 2432235-2021-00211_s1 on 27-aug-2021. Additional information (02-nov-2021): patient data was provided by the customer. Sections b5 and b6 of the MDR were updated to reflect the additional information.

Event description:
Five discordant, falsely low enzymatic creatinine_2 (ecrea_2) results were obtained on five patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were repeated for ecrea_2 on an alternate atellica ch 930 analyzer, recovering higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low enzymatic creatinine_2 (ecrea_2) results.